Event description:
A caller reported a malfunction on the pump, which presented with a malfunction code that was resettable. There was no reported adverse impact to the customer's blood glucose level. Customer support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.